Event description:
An altitude alarm was declared by the pump, causing insulin suspension due to an obstruction of the speaker holes, although the pump operated within the valid altitude range. The customer did not report the blood glucose level at the time of the incident, but there was no mention of an adverse impact on the blood glucose level. Technical support instructed the customer to remove the obstruction, clean and wipe the speaker holes, and reconnect the cartridge, but insulin could not be resumed. The customer then loaded a new cartridge, but the alarm recurred. Technical support resolved the issue by arranging to replace the pump and cartridge and guided the customer to use multiple daily injections (mdi) as backup therapy. Additionally, the customer was instructed to put the pump in storage mode before returning it to tandem and understood to return the problematic pump within ten days using a pre-paid label.